Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device noted proximal stent damage. Struts near the proximal edge were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. He manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(6) 2013. It was reported that during a coronary stenting treatment procedure, catheter difficulty in crossing occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca). The lesion had a proximal significant bend of >90 degrees. After predilation using a 2.5m x 15mm apex balloon catheter, a 4.5mm x 16mm taxus liberté stent was advanced to the target lesion however, could not cross the proximal rca. The procedure was completed with a 4.0mm x 15mm non-bsc stent. No patient complications were reported and the patient status was stable. However, product analysis reveled a proximal stent damage.